Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrs1 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to high impedance readings on the right ventricular (rv) lead. In addition, oversensing was exhibited. Reprogramming was done for the rv lead, and the lead remains in use. No patient complications have been reported as a result of this event.